Event description:
It was reported while the stimulation is turned off, the patient experiences stimulation in the wrong location. The patient feels painful stimulation at the vaginal area. There is no known accident or incident related to this complaint. The patient has not needed to turn the spinal cord stimulation system on for quite a while; the neurostimulator might not have enough battery life to provide stimulation. At the time of the report, the patient was at home; the patient status was good. The patient was redirected to contact the health care professional. Additional information has been requested from the hcp, but was not available as of the date of this report.